Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an increase in impedance and thresholds measurements. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an increase in impedance and thresholds measurements. No additional information is available at the moment. Another was implanted instead. No further adverse patient effects were reported.